Event description:
(B)(4). I have had migraines, extreme bloating, cramping that fells like contractions, nausea, loss of appetite,fatigue,unexplained bruises on arms and legs,my body hurts from head to toe all day every day,metal taste that doesn't go away. Insurance did cover it. I started having these side affects shortly after the dye test.